Manufacturer narrative:
The returned driver was evaluated for the complaint that the driver was not functioning as intended. The instrument was visually evaluated and found to be in poor overall condition. There were scratches and normal signs of wear on the instrument; significant discoloration was observed. Upon evaluation it was found that there is not smooth rotation while turning the knob; therefore, the complaint is confirmed. There were no indications of manufacturing defects. This driver was manufactured before the implementation date of the design change and therefore is susceptible to over torqueing by the surgeon. The most likely underlying cause of the complaint issue is excessive force.

Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number. The following sections were corrected: device product code: jey corrected to hrs. PMA/510(k) number: k121589 corrected to k142823.

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It is reported that though the device was inspected prior to use. During the plating of a posterior rib fracture the driver failed to turn the blade to drive the screw into the plate and made a "clicking" sound. The event resulted in a five minute delay to the procedure. Another contra angle driver was used to complete the procedure. It is stated the surgical technique for the product utilized was used and there was no injury to the patient.

Manufacturer narrative:
Date of this report was corrected to reflect (B)(6) 2017.